Event description:
It was reported that after handling the reservoir, it was noticed that it was leaking, and the bag showed a small leak. There was no patient involvement reported and was confirmed that there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 29-apr-2025. H3: one used cassette was returned for evaluation. As received no damage or anomalies were observed. Functional testing was performed, and no leakage was observed. The complaint of leakage could not be replicated or confirmed. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint.